Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a dialysate fluid leak was observed on three units of polyflux 140h during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation however, a photograph was provided for evaluation. Visual inspection of the provided photo showed the product during priming. A water drop in the header area was visible. The reported condition was verified. As the actual device was not returned, the cause for the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.